Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and unavailable: did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, firing knob had broken off the device.